Event description:
The user facility reported that the image on their vividimage 4k surgical display had vertical lines on the left side. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical display and found distortion on the image. The technician replaced the monitor panel, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.